Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 25mm aortic bioprosthetic valve that required valve in valve intervention after an implant duration 15 years, 11 months due to aortic insufficiency. The patient was implanted with a 26mm transcatheter valve within the existing valve. The patient was reported as stable, doing well.